Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Device remains in use.

Event description:
The patient reported feeling an odd feeling around the device, almost like a tens unit. The patient also reported that sometimes the device flips up on its side and the patient has to push it back down. The patient also reported having trouble sleeping on the left side due to soreness after implant. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.